Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event it was reported that an estylus 1:5 handpiece overheated while in use. There was no injury or intervention.

Manufacturer narrative:
The complaint was verified through quality and production testing. Maximum temperature for the attachment head exceeded iso 13732-1 and es-11 04 for maximum allowable temperature standards. Bur end bearing retainer failure, free roaming ball bearings most likely created friction within the bead which resulted in temperature increase. It is reasonable to suspect gear function was compromised by added debris inside the head which is evident from the wear on the gears and the cracked on the head-tail assembly. All components looked dry and corroded with no evidence of lubrication. Each of these factors contributed to the overheating and ultimate failure of the attachment.